Manufacturer narrative:
We checked the DHR of the physica femoral component involved, without finding any anomaly during the packaging phases of the device. A total of 5 physica femoral components have been packaged with the lot # 14sa000, 4 out of 5 were used and this is the first and only complaint received on this lot number. The physica femoral component are packaged in double blister and a sponge is positioned inside the inner blister to hold the device still and reduce the risk that a bad handling of the package may damage the inner blister. The double blister is then positioned inside a cardboard box. We also received the femoral component and its inner and outer blister; the cardboard box and sponge were not returned to us and were probably discharged by the hospital. No damage can be seen on the outer blister, as reported by the complaint source; instead, the inner blister is scratched and pierced at the base of the blister. We believe that the inner blister was damaged due to improper handling. The physica femoral component #7 weighs 0.289 kg and if the component was, for example, improperly handled during transportation phases or dropped on the floor unintentionally before opening the package, this would have caused the breakage of the inner blister. This is the first and only similar complaint received on the physica femoral components (product families 6511.09.xxx, 6513.09.xxx, 6515.09.xxx) on a total of (B)(4) devices sold ww since 2013. The related occurrence rate according to our pms data is (B)(4). No corrective action have been planned for this specific event. Limacorporate will keep the market monitored.

Event description:
During a physica knee replacement surgery the nurse noticed, before using the femoral component #7, that the inner blister which includes the device was broken. The outer blister was intact. Sterility of the implant was not guaranteed therefore a femoral component #6 was used instead of #7. Surgical time prolonged by 15-20 minutes. Final stability tests performed by surgeon after implanting the #6 femoral component showed good functionality and stability of the knee. No adverse effect reported. Event occurred in (B)(6) on (B)(6) 2016.